Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high threshold and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode. Visual analysis noted apparent explant damage.